Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient increased exercise, and sometimes feels the heart rate does not support their activity. Review of transmission showed atrial rates falling into refractory at times leading to a delay in biventricular pacing by the cardiac resynchronization therapy pacemaker (crt-p). The device remains in use. No patient complications have been reported as a result of this event.